Event description:
Chlorine check not done after carbon re-bedded in mcp ro machine. Patient treatment delayed.

Manufacturer narrative:
Customer reported after a carbon tank re-bed the technician left bypasses open and did not perform a chlorine check. The facility checked for chlorine the next morning before using water for dialysis and noticed the discrepancy. Dialysis for patients was delayed.to date, there were no reports of patient injury or other adverse patient impact.this complaint will continue to be monitored within the mcp complaint system. If additional information is received, this case will be reviewed upon receipt.